Event description:
Customer reported erroneous low white blood cell (wbc) count was obtained for one patient when using the unicel dxh 800 coulter cellular analysis system. The test results were determined to be erroneous when compared to subsequent testing on the same analyzer which matched previous test results obtained for this patient. Erroneous test results were not reported out of the laboratory. Quality controls were performed before the event and were within specifications. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer evaluated the analyzer. The analyzer met specifications and reproducibility performed successfully. Cause of the isolated event of erroneous low wbc was not determined. Product labeling was evaluated. Unicel dxh 800 coulter cellular analysis system, instructions for use, pn629743, chapter 6 processing results: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.